Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements with current measurements being greater than 2000 ohms. Associated with this was an increase in threshold measurement. Sensing was appropriate and there was no evidence of noise. Boston scientific technical services (ts) suspects calcification or ionization of the lead tip and not a lead fracture. Ts recommended performing isometrics and pocket manipulation to rule out a more serious lead issue. No adverse patient effects were reported. Additional information received indicates that this lead is no longer capturing at maximum outputs however the sensing seems to be ok. The physician has elected not to replace the lead. New information received indicates that this lead was surgically abandoned (i.e. Capped) during a device replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements with current measurements being greater than 2000 ohms. Associated with this was an increase in threshold measurement. Sensing was appropriate and there was no evidence of noise. Boston scientific technical services (ts) suspects calcification or ionization of the lead tip and not a lead fracture. Ts recommended performing isometrics and pocket manipulation to rule out a more serious lead issue. No adverse patient effects were reported. Additional information received indicates that this lead is no longer capturing at maximum outputs however the sensing seems to be ok. The physician has elected not to replace the lead. New information received indicates that this lead was surgically abandoned (i.e. Capped) during a device replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead is no longer capturing at maximum outputs however the sensing seems to be ok. The physician has elected not to replace the lead.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements with current measurements being greater than 2000 ohms. Associated with this was an increase in threshold measurement. Sensing was appropriate and there was no evidence of noise. Boston scientific technical services (ts) suspects calcification or ionization of the lead tip and not a lead fracture. Ts recommended performing isometrics and pocket manipulation to rule out a more serious lead issue. No adverse patient effects were reported.